Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator cannot charge and discharge. There was no patient involvement.